Event description:
No new information.

Manufacturer narrative:
Investigation correction: the reported complaint could not be confirmed for the implicated device as no 20g insyte autoguard product was provided for investigation. The photograph provided by the customer showed a 24g insyte autoguard device with the needle tip protruding through the catheter near the tip. The root cause of the reported issue could not be determined from the photograph. No product batch information was provided for the investigation, so a review of manufacturing records could not be performed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
After puncture, soft needle tip bifurcation.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a 24g insyte autoguard bc device with evidence of use. The needle was protruding through the catheter tubing near the tip, which supports the reported issue. As the device had been opened and used, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.